Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The insulin pump was unable to verify alarm due to motor error alarm. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked belt clip slot, cracked lcd window and stained end cap sticker.

Event description:
The customer's father reported via phone call that the customer received the motor error alarm on the insulin pump as well as the no delivery alarm. The customer changed the battery, but the insulin pump had deleted all her settings and was unable to work. The customer stated that the motor error alarm occurred during a prime. The customer also stated that the customer received the motor position encoder error alarm. The customer's blood glucose was 300 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.